Event description:
(B)(4). Severely anemic. Stomach ulcers. Stayed in ICU for 4 days in the hospital to control the bleed and receive blood products. Colitis. Inflamed pancreas. Inflamed appendix that resulted in surgery to remove prior to rupture. Back pain. Hip pain. Bloated. Constipation. Insomnia. No sex drive. Inability to orgasm. Rashes. Severe swelling in my legs. Weight gain. Currently pregnant. Numerous CT scans. Numerous x rays. Numerous doctors visits. Numerous lab draws. Fatigue. Depression. Must see a pain management doctor.